Event description:
As per mxp: "mts biohit pipettor is not aspirating the right amount of fluid. Sometimes it pulls up more, sometimes it pulls up a little." At this point, customer requested a replacement.

Manufacturer narrative:
The customer reported, that the biohit pipettor did not aspirate the correct amount of fluid. No definitive root cause was determined. It is unk which testing was performed at the time of the incident. Biohit product labeling instructs the customer to perform qc dependant on laboratory policy. Mts gel card labeling instructs the customer to perform daily use qc prior to testing. If the pipettor's volume delivery is significantly inaccurate or the pipettor consistently dispenses a significantly incorrect amount of volume. Qc will fail, preventing testing from occurring, and erroneous results being reported. The customer did not state that an incorrect amount of fluid was being dispensed. Customer issue resolved via product replacement. The customer complaint could not be confirmed by ocd repair depot since the lcd was blank and the unit was not responding. The pipette was not sent to the MFR for evaluation.